Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The image was a bit dim due to the battery not being fully charged. The battery was replaced, the device was tested and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the image cut in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.